Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that prior to the implant procedure in 2007, coil embolization of the left internal iliac artery was performed. On (B)(6) 2013, the pt presented with a type ii endoleak, a distal type I endoleak on the left side, and right common iliac artery enlargement. It was reported the distal type I endoleak on the left side was caused by an increase in sac diameter (amount unk), leading to a loss of seal distally. It was also reported there was evidence of a type ii endoleak from a lumbar artery and the left internal iliac artery that was reportedly still patent. The right iliac artery appeared to be growing (amount unk) approx 3-4 cm distal to the device in the right iliac, but there was no evidence of endoleak on the right side. On (B)(6) 2013, add'l angiography was performed, again showing evidence of the endoleaks. Coil embolization of the left internal iliac artery was performed. It was reported that coils were also placed in the aneurysm sac to treat the type ii endoleak from a lumbar artery. On (B)(6) 2013, an add'l procedure was performed whereby two add'l devices were implanted for distal extension on both sides, with the device on the left intentionally covering the internal iliac artery. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l device implanted and involved in this event (B)(4).